Manufacturer narrative:
The thermogard console (sn (B)(6)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer declined the service/repair and would like to purchase a new console. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. A follow-up report will be submitted when the console is returned and the investigation has been completed.

Event description:
The customer reported that the thermogard console (sn (B)(6)) did not pass the power-on self-test (post). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.